Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the lens was explanted due to iol dislocation. The surgeon stated that dislocation was due to age related macular degeneration treatment which caused zonular fibers to weaken ultimately causing lens to dislocate. Patient was doing well after having an anterior chamber iol inserted. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The surgeon reported that the dislocation was due to previous and treatment which caused zonular fibers to weaken ultimately causing lens to dislocate. The manufacturer internal reference number is: (B)(4).